Manufacturer narrative:
Additional information received stated that the pump was reported to be lost at the facility; and therefore, was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was received via a voluntary medwatch report that this patient suffered a serious stroke during pump replacement surgery leading to recovery complications. Eventually support was withdrawn and the patient expired. The device was not returned to the manufacturer for analysis. The implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous serious and life threatening adverse events. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines and pump management). Based on the findings of thrombus in the left ventricle at the time of pump exchange, reported by the surgeon as likely secondary to the patient's history of atrial fibrillation, patient and clinical factors appear to have contributed to the event. Although a definitive conclusion cannot be made without the return of the device for analysis, there is no indication that any device performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient's father (administrator of the estate) that the patient is now deceased and at the time of death, the hospital staff and physician communicated to the patient's family that the "failed" device and retrieved data from the device "were sent back to the manufacturer for evaluation and testing". As of the submission of this report, there is no record of receipt of the device and/or testing by this manufacturer..

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Not received by the manufacturer.